Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the ivc filter sheath was placed in infra renal inferior vena cava (ivc), but the filter did not get deployed and was removed by snare. Despite several requests for elaboration, no other information could be obtained and therefore it cannot be determined if the filter/femoral or jugular introducer could not be advanced through the sheath, if the filter would not release from the femoral or jugular introducer, or if the filter legs did not expand after release. Furthermore, the filter nor the introducer system was returned for analysis and therefore, based only on the very limited information provided it would be inappropriate to speculate at what may or may not have caused any difficulties experienced. The instructions for use supplied with the device specify step-by-step how to verify sheath/filter position, how to advance the filter and femoral/jugular introducer through the sheath, and how to properly release the filter. There are adequate controls in place to ensure that the device is manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: the inferior vena cava (ivc) filter sheath was placed in infra renal ivc, but the filter did not get deployed. Patient outcome: the patient did require additional procedures due to this occurrence. The product cause or contributed to the need for additional procedures. We now remove filter by snare.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.